Event description:
I have two boxes of unopened libre freestyle plus 3 glucose sensors that are on a recall list sent to me by walmart inc. Lot #: t60003596, t60003592. What can I do to get two replacement sensors? What do I do with recalled sensors? (B)(6). Patient code: 4580. Device code: 1420. Reference report: mw5180590.